Event description:
Colonoscopy with polypectomy done with esu and colonoscope. A 1x1.5cm polyp removed in piecemeal fashion. Pt admitted to hosp next day with severe rlq pain. Diagnosed with colon hematoma that subsequently required 8 days of hospitalization. Reportedly, some gastroenterologists felt the amount of voltage released with the endocut was too high.